Manufacturer narrative:
Philips service replaced the ups batteries and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that ups failure caused system power issues on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.